Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging that the pump lost power and keypad button presses did not activate desired pump functions. The patient did not allege any harm or injury because of the reported issue. The patient indicated that both issues began after she had gone swimming. The patient did not allege any harm or injury because of the alleged issues. The patient claimed she tried 3 separate new lithium batteries from 2 different packages and also 1 new alkaline battery. The reporter alleged that the pump could not progress past the verification screen. The alleged keypad issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was unresponsive to keypad button presses. There is no evidence however that the alleged issue contributed to a serious injury. The patient did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 06/20/2012-device evaluation: the pump has been returned and evaluated by product analysis on 05/23/2012 with the following findings: evaluation revealed that the audio bolus button cover had a small hole in the middle but the keypad rubber was intact. The torn bolus button will allow contamination to permeate the button contacts negatively impacting the button function. The damaged button is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the keypad buttons responded appropriately. There was no evidence of keypad contamination found under the key contacts. The pump was opened and moisture was observed on the internal components. The pump was exercised for 24 hours with a one unit per hour basal rate with no loss of power duplicated. There was no power loss throughout the investigation and no power related issues observed in the black box.